Manufacturer narrative:
Date of event - exact date not provided, best estimate is between (B)(6) 2020-(B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s left eye due to patient not adapting to monovision which she wanted initially after she tried it with a contact lens. Apparently, she had difficulty with balance and image disparity. It was learned that there was no adverse event post-op. The patient was doing well. The explant was replaced with the same model but lower diopter power (20.5) iol. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Section d10. Device available for evaluation?: yes. Returned to manufacturer on: 9/10/2020. Section h3. Device returned to manufacturer?: yes. Device evaluation: sample was received. Visual inspection using magnification was performed to the returned sample. Only the lens was returned. Lens returned cut in two pieces and with one haptic detached. Residues of lubricant material was observed on lens pieces. The detached haptic piece was not returned. Based on the information provided, there was no failure against the lens reported. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.